Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarms were noted during testing. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, a cracked case on the display window, a missing end cap sticker, and a severely scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt. Customer's blood glucose was 400 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.